Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicated a surgeon in (B)(6) reported: surgeon has three recent cases in which there was plate failure in mandible reconstruction, unilock system. Case two: plate was placed prophylactically and failed, together with the bone, after 8 till 9 months. No implant date given, not known if plate was explanted.